Event description:
A steris account manager was advised by (B) (6) that an employee inhaled fumes from steris 20 sterilant concentrate (s20). It was reported that the employee removed a cup of s20 from a system 1 sterilizer and threw it in the trash with residual sterilant left in the cup. He was wearing personal protective equipment (ppe) at the time. The affected employee was overcome by the fumes, and stepped outside for fresh air. He then went to the employee health department where he received oxygen and a respirator for breathing difficulty. He returned back to work, and has not requited any further medical treatment.

Manufacturer narrative:
Inspection of the system 1 sterilizer by a steris service technician found that the equipment had not malfunctioned. No further problems have been reported with the unit since the event. The system 1 operator manual and material safety data sheet, provided with each shipment or sterilant, instruct operators on the proper precautions and practices to be employed when disposing of steris 20 sterilant concentrate. The affected employee had received training on the appropriate procedures and precautions for disposing of s20, which include increasing ventilation to the room, wearing ppe, and submersing all affected s20 containers in water. The employee did not follow procedures on checking the cup of s20 before disposing of it in the trash. The steris account manager conducted refresher in-service training on december 4, 2008.